Event description:
Paramedics attempted to administer 3 countershocks to a person diagnosed in cardiac arrest using disposable defibrillation electrodes and manual defibrillation. The device allegedly failed to deliver energy to the pt each time. Another crew arrived with a backup defibrillator. The pt was described as being "very hairy." The pt's chest was shaved and another set of defibrillation electrodes were applied and three shocks were administered with no problems reported. The pt was converted to asystole. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the use of a backup defibrillator.